Manufacturer narrative:
We are now investigation the outcome and the continuity of concomitant drugs.

Event description:
On (B)(6) 2013 - a (B)(6) female pt started to receive artz dispo once a month in both knees for osteoarthritis. On (B)(6) 2013 - she received 7th artz dipso in the both knees. On (B)(6)2013 - anaphylactoid purpura developed in both lower legs. On (B)(6)2013 - mild inflammation was confirmed in blood test. She was refered to a dermatologist of another clinic. On (B)(6) 2013 - she was diagnosed with anaphylactoid purpura. She was referred to the department of dermatology at a university hospital. On (B)(6) 2013 - the outcome was unclear. Zyloric has been used for 17 years.